Event description:
It was reported that both the right atrial (ra) and right ventricular (rv) leads triggered a lead warning for low impedance shortly after implant. The impedance resolved itself after typical lead maturation. The leads remain in use. No patient complications have been reported as a result of this event.